Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A materials coordinator reported that during an intraocular lens (iol) implant procedure, the trailing haptic curved back over the plunger and the lens crumpled over the plunger. There was no indication of contact with the patient. Additional information was requested.

Manufacturer narrative:
The device and the lens was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger was retracted to mid-nozzle. No damage was observed to the device. The lens was returned inside a small bag inside the carton. Viscoelastic was dried on the lens. Damage was observed to the lens. A qualified viscoelastic was indicated. The root cause could not be determined for the complaint of "haptic curved back over plunger--crumpled lens". The lens and the device were returned separated. The lens optic was damaged. The optic damage may have been interpreted as the reported complaint of "crumpled lens". The plunger was retracted upon return. The plunger position in relation to the lens during advancement cannot be determined. The manufacturer internal reference number is: (B)(4).